Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A 'no cartridge detected' warning was observed in the pump history.